Event description:
Procedure type: vats. According to the rptr: the surgeon opened new sterile pack of endo gia ultra and endo gia tristaple amt to perform vats lobectomy. He used the instrument to grasp lung tissue. When he pressed the green button for firing, there was a breaking sound. He could not continue to do firing, so he changed to use a new endo gia universal and endo gia tristaple amt but the same problem happened again. No medical intervention required. Surgery time was extended by 30 minutes or more.

Manufacturer narrative:
(B)(4).